Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an x-ray revealed an insulation damage. It appears that the insulation was split midway between the svc and rv coil, exposing the conductors. Hence, the lead was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that noise was also noted on the previous capped lead prior to the revision.